Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through review of article initial experience and bench validation of the cleve prosthetic leaflet modification procedure during aortic and mitral valve-in-valve procedures. In this case, a 56-year-old patient with a 23mm ce magna valve implanted 12 years, underwent valve-in-valve procedure due to aortic stenosis and degeneration. Tavr was performed with a 23mm s3 transcatheter valve. There was an embolization of material (leaflet calcium and/or leaflet material) to the distal lmt that was noted after viv deployment. The patient was immediately placed on extracorporeal membrane oxygenation (ECMO) followed by percutaneous coronary intervention (pci) to the distal lmt bifurcation. The patient ultimately experienced life-threatening limb ischemia as a result of the ECMO cannula with an inability to provide adequate lower extremity perfusion because of severe peripheral artery disease. Above the knee amputation was offered but was declined by patient and family and comfort measures taken. Patient expired.

Manufacturer narrative:
Added information to h6. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.